Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional regarding a patient who was receiving gablofen (unknown dose and concentration) via an implantable pump for stroke and intractable spasticity. It was reported that one time the catheter was kinked and the drug was not going into the spine, a revision was performed. Additional information has been requested regarding the date of the event, causality, symptoms experienced, troubleshooting performed, and resolution. If additional information is received, a follow-up report will be submitted.